Event description:
Leica biosystems received a complaint that a tissue processing run had been abandoned for an unknown reason. Information provided to the leica field service engineer (fse) who attended the laboratory on (B)(6) 2015 by the complaint indicated that all tissue samples from the abandoned processing run were diagnosable. Investigation of this complaint by leica biosystems is in progress.